Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 375cc mentor siltex round moderate profile prostheses and experienced postoperative bilateral deflation. Initially, the left-sided deflation was confirmed via a physical examination. As a result, the patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate profile prostheses (catalog #: 3501660, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. Upon explantation, the right-sided deflation was confirmed. This is for the left-sided prosthesis.

Manufacturer narrative:
On 27-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, a tear was found within the siltex cracking, measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).